Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed the software was upgraded. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not import from electronic picture archiving and communication systems (pacs). When the site tried to import, the system says that it received the files, but they never show up in the patient list. Technical services recommended that they upgrade the software to the latest version. No patient was present at the time of the event.